Manufacturer narrative:
On (B)(6) 2021, it was found that the status of the suspected medical device on the initial report was reported incorrectly. Manufacturer's reference number: (B)(4) the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with two 400 mentor memorygel breast implant prostheses and experienced bilateral capsular contracture (left grade: iii, right grade:IV) postoperatively. The diagnosis was confirmed based on physical examination. As a result, the patient underwent bilateral removal and replacement with (catalog #: 3507275mc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. This report is for the left-sided prosthesis.